Event description:
Customer called to say that she had elevated blood glucose levels (bg's) all day. She was not feeling well and had ketones, so she went to the emergency room. She deactivated this pod and threw it away, so no return is possible. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.